Manufacturer narrative:
The t:slim pump user guide states: your t:slim pump can stop insulin delivery and alert you (or whoever is with you) if there has been no interaction with the pump within a specified period of time. The default for this alarm is pre-set to 12 hours. You can set it anywhere between 5 and 24 hours, or off. It additionally states to not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an auto-off alarm. Tandem technical support educated the customer on the pump's auto-off safety feature and advised the customer to consult with the healthcare provider prior to modifying the setting. In addition, the customer entered an inaccurate blood glucose (bg) value of 30 (mg/dl) into the bolus menu, instead of the intended entry for 30 grams of carbohydrates. The customer acknowledged the reported issue occurred due to user error. Blood glucose level was 80 mg/dl.